Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via maude that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which directly impacted his insulet omnipod pump in modified closed loop. The patient reported that they had a hypoglyceic event during the night while he was asleep which could have led to a life threateing event. There was no patient information provided; therefore, contact with the patient was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.